Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be cracked on the right plunger case, device has the wrong keypad model, case noted to be broken in several locations, and the drive train parts are old and worn. Event history log of the pump was reviewed; motor rate error was found. Device underwent occlusion testing, confirming the reported customer complaint. Motor rate error ws found. The problem source has been determined to be normal wear as the device is 13 years old.

Event description:
Information was received that device has a confirmed motor rate alarm on battery and ac mode. No adverse effects reported.